Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon opening the dialysis catheter placement kit, the peel-away introducer sheath was allegedly the incorrect size. It was further reported another kit was opened to perform the placement procedure. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the sample evaluation, one peel away introducer sheaths and the packaging contents list labeling from an equistream xk long term hemodialysis catheter standard kit were returned for evaluation. Visual, microscopic, and dimensional evaluations were performed. The investigation is inconclusive for incorrect component, as the dilators and sheaths were measured and found to be 15fr x 13cm instead of the 16.5rf x 13cm as demonstrated by the dimensional evaluation(measured product did not meet specifications for the 15fr 13cm device). However, due to the kit being opened upon return it is unknown whether the mixed components could have been mixed up in clinical or packaging return procedure. The most likely root cause is due to a mix-up at the supplier where the incorrect sheath was mixed with the correct sheath. Label review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11: e1, h3, h6 (result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the dialysis catheter placement kit, the peel-away introducer sheath was allegedly the incorrect size. It was further reported another kit was opened to perform the placement procedure. There was no reported patient contact.